Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer is not aware of low blood glucose level. Blood glucose time of the incident is 40 mg/dl. Current blood glucose is 146 mg/dl. Low blood glucose was treated with food. Customer ate yogurt. After eating yogurt, the customer blood glucose is 75 mg/dl. Customer declined to troubleshoot for low blood glucose reading. The product was not returned for analysis.